Event description:
The valve was explanted due to impossibility to adjust it. The doctor requests to check the valve.

Manufacturer narrative:
The incident has been reported to manufacturer on 09/15/2008. Results of analysis will be developed in a follow-up report.